Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during peritoneal dialysis therapy. Immediately prior to the leak, the patient received an m31 air detected in cassette alarm during fill 2 of 6 of peritoneal dialysis therapy. During troubleshooting, there were no air bubbles present in the cassette lines and the connections were verified to be secure. Upon removal of the cassette, it was noted that there was a hole in the cassette from which fluid was leaking. The patient discontinued use of the cycler and completed treatment with manual supplies. There was no medical intervention required following the event. The patient did not experience any symptoms or injuries as a result of the leak. The product information was unknown and the sample was not available for evaluation. The patient has received a new cycler and peritoneal dialysis therapy is ongoing. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed on the cycler with no issues noted that could have caused or contributed to the leak. During the simulated therapy, the cycler did received an "lf-30 hb make sure hb is on ht tray and unclamp" alarm but it was identified that a filter had been effected by the leak. The filter was detached from the cycler and scheduled to be replaced. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the reported leak and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.